Event description:
It was reported that the user¿s charging cord became tangled and subsequently would not charge the device, and a replacement charging pad was arranged and shipped. Symptoms included no clinical symptoms, and blood glucose was not affected. Outcomes included no alerts or alarms and no medical intervention. Investigation included customer interview and troubleshooting of the power/charging pathway. Investigation of this case revealed a charging accessory malfunction consistent with damaged or compromised charging cable function, with the issue isolated to the external charger and not the pump. It was concluded, based on previously established findings for similar reports, that the cause was accessory failure due to physical damage.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.